Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported unknown issues with their device. No medical intervention was reported. Additional event or patient information is not available.